Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range right atrial (ra) pacing impedance measurement for less than 200 ohms. There were no noisy signals present. The physician planned to see the patient in the clinic for further testing. At this time, this pacemaker remain in service, and there were no adverse patient effects reported.